Event description:
It was reported by service report that the bed had no power. The power cord was hanging form underneath the bed and it was no longer attached to the power inlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: disconnected power cord, missing strain relief.